Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. The 85% stenosed and calcified target lesion was located in the proximal left anterior descending (lad) artery. The physician attempted to deploy a 2.5x16 taxus express2(des) but the stent delivery system (sds) would not cross the lesion. When the sds was removed from inside the patient, it was noted that a stent strut was lifted up. The damaged taxus was disposed and the procedure was completed with another 2.5x16 taxus. There were no patient complications; the patient's current condition is listed as "ok". No additional information was available.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch will be filed.